Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va0z750, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s wires were moved to help their bladder problem in (B)(6) 2020. The patient stated that they were slowly not getting the bladder relief and they had tried physical therapy and medications and that didn¿t work. The patient noted the symptoms stated probably 6 months to a year before they had the lead moved. No further complications were reported.